Event description:
It is reported that the patient is experiencing knee pain, swelling and fluid build-up.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The knee components remain implanted; therefore, the current condition of the implants is unknown. The products are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted w/the correct fit & orientation as per the surgical technique. Rehabilitation protocol & adherence thereto is unknown. Compatibility of the components was reviewed w/no issues found. A complaint history search found no other complaints for the related part & lot combinations. A definitive root cause cannot be determined with the info provided.